Event description:
Report received of "unit did not lock out." In 2005, the pump was programmed to deliver dilaudid 1mg/dl in the pca +continuous mode, with a 1mg/hr continuous rate, a 0.5mg pca dose, a 10 minute pt lockout, and a 16mg 4 hour limit. The pump programming had reporteldy been "double checked by 2 nurses." The customer contact reported that at 1300, "during rounds to check off how much had been administered," the nurse noted that the vial was empty sooner then expected. Reportedly, "two very seasoned nurses were involved" and they "believe the lockout never occuured." The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing by the user facility, the event was not duplicated and the device functioned as intended. Though requested, no additional information was provided